Event description:
It was reported that balloon rupture occurred. The 40% stenosed target lesion was located in the mildly calcified brachial artery. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 23 atmospheres, the balloon burst. The device was removed from the patient's body. The procedure was then completed with another of the same device. There were no patient complications were reported and the patient's status was stable.